Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient went to the surgeon's office (B)(6) 2012. The surgeon says she needs blood work and x-rays. Patient has hip pain.